Manufacturer narrative:
October 09, 2015 08:48 pm (gmt-4:00) added by (B)(6): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vasoview hemopro device was overheating while testing the device on gauze. A replacement device was opened and the same issue occurred. The np also stated that the tip of the device was overheating and small sparks were seen. A third replacement device was used and the cord was changed to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25114168, 25115039 and 25116625 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vasoview hemopro device was overheating while testing the device on gauze. A replacement device was opened and the same issue occurred. The np also stated that the tip of the device was overheating and small sparks were seen. A third replacement device was used and the cord was changed to complete the procedure. The hospital did not report any patient effects.